Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: patient was implanted with a psi implant for right orbital rim on an unknown date. In (B)(6) 2012 at follow up visit patient complained of prominent area, tender over right infraorbial rim region. It was noticed that the area concerned looked fragile but not broken. He believed there was a possibility of breakdown of the skin in the future as the patient has very thin skin quality and coverage. Patient returned in july and a photo was taken, it was noted that the skin had become broken. The area showed no signs of infection and a scab was starting to form. Surgeon has not decided on any treatment at this time. Is considering doing a flap procedure. Surgeon has not considered removal of the psi implant at this time and believes poor skin quality is the potential issue.